Manufacturer narrative:
The customer has been contacted for return of the electronic file for the case in question multiple times. We have not received the required information to conduct an investigation related to the algorithm. In the event a file is received by zoll, we will conduct our investigation and update our findings with a supplemental.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), for the 6th shock the device issued a "no shock advised" prompt for a rhythm clinicians believed was shockable and for the 7th shock a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.